Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Establishment name is unknown, if information is received, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 3x80mm 150cm saber .018 pta dilatation catheter was unable to hold pressure at the maximum rated burst pressure of 14 atm during inflation. A second 3x150mm saber .018 pta dilatation catheter was used, and the inflation device again was unable to hold pressure when it reached 16 atm. There was no reported patient injury. The patient was admitted for left lower limb angioplasty, and angiogram showed severe calcified superficial femoral artery. The target vessel was the superficial femoral artery (sfa). The vessel was reported as moderately calcified with approximately 50% stenosis and mild tortuosity. The device was stored and prepared per the instructions for use (IFU). There was no difficulty removing the sterile packaging components. The device maintained negative pressure during preparation. The contrast to saline ratio was unknown. The balloon was able to be partially inflated, and there was no difficulty deflating the balloon prior to removal from the patient. The device was removed easily from the patient and remained in one piece during removal. The device will be returned for evaluation.